Manufacturer narrative:
Concomitant products: product ID: 8709sc serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported about 3 weeks after the patient was implanted, they were diagnosed with (B)(6). It was noted the patient was started on antibiotics about 2 weeks before the surgery because they were prone to cellulitis infections. The patient was told that the pump was contaminated when it was implanted by their healthcare professional (hcp). It was stated "they just unhooked the vancomycin in her PICC line this last friday". It was later decided to removed the system and re-implant at a later date. It was reported the infection was not caused by the pump. The pump was reported to contain clonidine, bupivacaine and morphine. No outcome or medication was reported regarding this event. If additional information is received, a follow-up report will be sent.